Manufacturer narrative:
This report is associated with argus case (B)(4) biotene oral balance gel (aroma).

Event description:
Aspiration [aspiration]. Choking sensation [choking sensation]. Coughing [cough]. Sinus draining [nasal sinus discharge]. Case description: this case was reported by a consumer and described the occurrence of aspiration in a (B)(6) male patient who received oral moisturisers (biotene oral balance gel (aroma)) gel (batch number (B)(4), expiry date 30th september 2017) for product used for unknown indication. On an unknown date, the patient started biotene oral balance gel (aroma). On an unknown date, an unknown time after starting biotene oral balance gel (aroma), the patient experienced aspiration (serious criteria gsk medically significant), choking sensation, cough and nasal sinus discharge. Biotene oral balance gel (aroma) was discontinued (dechallenge was negative). On an unknown date, the outcome of the aspiration was unknown and the outcome of the choking sensation, cough and nasal sinus discharge were not recovered/not resolved. It was unknown if the reporter considered the aspiration, cough and nasal sinus discharge to be related to biotene oral balance gel (aroma). The reporter considered the choking sensation to be related to biotene oral balance gel (aroma). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the adverse event information received via phone (B)(6) 2016. The consumer reported aspiration further described as he inhaled some of the gel inside while trying to apply it and it felt like it got stuck to his lungs. He reported that it caused him to choke and he had been coughing continuously. While clarifying, choking; consumer verified that he did not need medical attention nor did he stop breathing for a short while. This case had been updated to a serious adverse event per safety.